Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
A tapered screw vent implant (tsvwb10) was returned for investigation. Visual inspection of the as returned product identified minimal signs of use with no sign of damage within the external threads of the implant. The collar and internal hex of the implant showed signs of use but no damage. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed. The complaint is not related to the functional performance of the device. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. B4: date of this report, d4: device expiration, d4: UDI, d10: entered device return information, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h4: device manufacture date , h6: entered evaluation codes, h10: added manufacturer narrative, note: b5 and h1 were re-entered as these fields are required.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227. Device not returned.

Event description:
It was reported that the patient experienced bone loss and pain. As a result, the implant was removed.